Manufacturer narrative:
Unknown date after (B)(6) 2018. The 510k: this report is for an unknown 3.5mm cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient implanted with hardware on (B)(6) 2018 and was returned to surgery for revision syndesmosis repair. A non-union/delayed healing was noted. It was reported that patient was returned to surgery due to fall and disruption of previous repair. Hardware was removed and syndesmosis revised with another plate and screws. It was noted the patient had healed and was walking. Then the patient fell causing a disruption which is likely what lead to a 3.5mm cortex screw breaking and a 4mm fully threaded cancellous screw to back out. Concomitant device: one-third tubular plate with collar 2 holes/25mm (part 241.32, lot h344065, quantity 1). This report is for an unknown 3.5mm cortex screw. This is report 1 of 2 for (B)(4).